Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, keypad numbers 0, 1, 2, and 3 were observed to have an intermittent response, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device had a delayed/intermittent keypad. There was no patient involvement.